Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the investigation could not confirm the reported issue of, "software issues were present during cases on 11/19. Robot variance was the main issue". This issue was investigated and reviewed by the systems team. The investigation found that all the measured cuts were within the acceptable performance limits. The investigation found that multiple messages of the following are seen throughout the cut steps: "[saw disabled] saw blade plane deviates too much from the cutting plane", and "[saw disabled] saw blade 'tip' point is too far from cut reference point". This indicates that there was considerable leg/robot movement during the cut steps. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. There are no defects found with the system or software. Root cause: an exact cause could not be determined. The investigation found that a combination of robot movement and saw blade deflection likely contributed to the described issue. No defect was found with the system, as the reported issue could not be confirmed and all cuts were within tolerance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that there were software issues during cases on (B)(6). It was reported that robot variance was the main issue. It was reported that it was impossible to know if it was more or less than 3mm from the naked eye. It was a significant amount but cannot confirm to the mm level. "There were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed.